Event description:
It was reported that the customer has a button error alarm on the insulin pump. Customer went to enter her food into the pump but it did not work. Customer could not get any of the buttons to work. Customer heard a noise and could not stop the button error. Customer's blood glucose level was 304 mg/dl. Customer stated that she had been on a hike and it was cool. Customer was walking uphill and kept the pump in her pants or bra. Customer declined troubleshooting for the unresponsive keypad. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected noise noted during testing. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.